Event description:
Patient undergoing ablation procedure. Patient required cardioversion. Defibrillator charged to 200 joules, button pressed for synchronized cardioversion, staff heard a popping sound and shock was delivered. Staff smelled smoke and investigated, noted burning around the left lateral chest defibrillation pad. Staff advised that no preps were used in the area of the burn, the skin was dry, and pad was adhered to the skin. Manufacturer response for automated external defibrillators (non-wearable), medi-trace cadence (per site reporter). Vendor is changing out all existing products in our facility with a new lot number.